Manufacturer narrative:
Updated section b4. Updated sections g3, g6. Updated sections h2, h6 - type of investigation. H11. Manufacturer narrative: stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors, including esrd/dialysis. The subject device is not available for evaluation as it remains implanted in the patient. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. H11. Corrected data. Corrected sections b5, b7. Corrected section h6 - investigation conclusions.

Event description:
It was reported that a patient with a 25mm 3300tfx aortic valve underwent a valve-in-valve procedure after an implant duration of 9 years, 9 months due to severe aortic stenosis. The tavr and surgical valve fracture with a 26mm true balloon procedures were successfully performed with a 26mm 9755rsl valve. The patient tolerated the procedure well and was discharged on pod #2.

Manufacturer narrative:
Updated sections b4, b5, b7. Updated sections g3, g6. H11. Additional narrative: per additional information received, the patient has a history of chronic kidney disease (ckd). Based on this new information a supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed

Event description:
It was reported that a patient with a 25mm 3300tfx aortic valve underwent a valve-in-valve procedure after an implant duration of 9 years, 9 months due to severe aortic stenosis. The procedure was performed with a 26mm 9755rsl transcatheter valve. Per medical records received, bioprosthetic valve fracture with rapid ventricular pacing was performed. The additional maneuvers were used to optimize the transcatheter valve residual gradient and fully expand the 26. This added about 25% to the case as far as time and complexity. The patient tolerated the procedure well.

Manufacturer narrative:
H11. Additional narrative: updated h6. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. There is insufficient information available regarding patient or procedural factors known to cause or contribute to stenosis. Therefore, a definitive root cause cannot be conclusively determined. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed

Event description:
It was reported that a patient with a 25mm 3300tfx aortic valve underwent a valve-in-valve procedure after an implant duration of 9 years, 9 months due to stenosis. The procedure was performed with a 26mm 9755rsl transcatheter valve.